Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours. The site was itchy and irritated.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be torn off, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the torn tip of the soft cannula. No signs of leakages were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.